Manufacturer narrative:
(B)(4). Date sent: 6/3/2021. H6: component code = mechanical (g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60w reload (a) loaded on the device. The reload was received fully fired. In addition six reloads were received. The reloads (b, c and d) were received fully fired. The reloads (e and f) were received fully fired with some b-formed staples on the deck. The reload (g) was received fully fired with the damaged on the reload deck, also a b-formed staple was found stuck beside the knife slot and the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reload b: gst60w, t5ak88, fully fired. Reload c, and d: gst60b, u5e13k, fully fired. Reload e: gst60b, u5e13k, fully fired with some b-formed staples on the deck. Reload f: gst60b, u5e89k, fully fired with some b-formed staples on the deck. Reload g: gst60b, u5ex14, fully fired with the damaged on the reload deck.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2021. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the first two firings went well. Third firing of the stapler, one of three rows of staples was not made. Most outer row staples were open after stapling. Procedure: bariatric.